Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cells, likely attributed to defective component or mishandling such as drop. Upon visual inspection, no physical damage was observed on the autopulse platform. However, few screws were missing from the platform's cover likely due to mishandling. The screws were replaced to address this issue, unrelated to the reported complaint. The archive data review showed occurrence of multiple ua07 error message, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that load cell module 2 was defective (exceeds the parameter). Load cell module 2 was replaced to address the ua07 error. Upon further testing, unrelated to the reported issue, it was found that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristic of normal use of the device. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The impact of the sticky clutch was not severe enough to make the platform non-functional. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).